Event description:
A report has been received from a hemodialysis user facility that reported a possible dialyzer reaction. Initially it was reported that this patient had an event of chest pain, respiratory arrest, and loss of consciousness. CPR was given and the patient was transported to the hospital. Currently the patient is fine, receiving dialysis with use of a different brand of dialyzer. The facility was called for additional information. It was learned that the patient had been able to tolerate dialysis with use of this dialyzer in the past. The patient is fairly new to dialysis having been receiving dialysis for approximately 6 months with this dialyzer. For this event, the patient's blood was returned. There is no sample for an evaluation. It was reported that the patient was discharged from the ER and came back to hemodialysis. The staff are currently in discussion with the patient about transferring further dialysis to peritoneal dialysis. Of note: it was documented that the diagnostic evaluation at the hospital was identified pulmonary hypertension.

Manufacturer narrative:
(B)(4).